Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 03:40 to 03:50 pm on (B)(6) 2016 she obtained a result of ¿184mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with oral medication, diet and exercise and stated that on (B)(6) 2016 at 03:50 to 04:00pm she increased her dose of medication by taking 500mg metformin pills. The patient reported that on (B)(6) 2016 at 04:30pm she developed symptoms of ¿sweating, weak, and feeling like she was having a heart attack¿. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.